Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an issue with the lead impedance/lead monitor (atrial). Analysis of the device memory indicated an alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an erroneous alert for polarity switch to unipolar due to low impedance when the leads were already set to unipolar. Ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.